Event description:
According to the event description: patient has low blood pressure. The intention is to give a rac bolus of 10 ml/kg (350 ml in total). The infusion pump alarmed, the nurse investigated the situation. The infusion pump showed that there would be 37.55 ml left, however, in the rac 500 ml bag, only about 50 ml was estimated to have been used. The infusion pump and tubing were replaced and the infusion was performed with another pump.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.